Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tlc55 instrument locked out. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.